Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced hypoglycemia and emergency medical service was dispatched due to the hypoglycemia and the customer was hospitalized on an unknown date. The customer¿s blood glucose level at the time of the hospitalization was unknown. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
Additional information about hospitalization details has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the customer was hospitalized due to low blood glucose on (B)(6) around 4 pm. The customer was kept in the hospital until (B)(6). The customer had gone to her doctor¿s office to pick up her 670g insulin pump where a medtronic representative had come and set the insulin pump up for her. The customer took it home and within 15 minutes of putting it on experienced a low blood glucose and paramedics had to be called. The customer did not know her blood glucose at the time of the incident but imagines she had a low blood glucose. Customer was not want to wear this insulin pump anymore. Troubleshooting was not performed for that insulin pump.